Event description:
It was reported by dealer that the irc5po2v concentrator will not shift. Eighteen hours. Dealer states failed while in use for not even a full day. Unit was alarming and red light. No other information available.